Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the patient programmer display was showing a ¿call your doctor¿ icon and that there was a power on reset (por) condition. The patient noted seeing the informational por screen starting on the morning of the report. The patient was walked through clearing the informational por and the action resolved the reported issue.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).